Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01173. The pt received his scs system consisting of an ipg and percutaneous leads (from separate lots) on (B)(6) 2008. It was reported that one lead migrated. The physician replaced the lead on (B)(6) 2008. It was not documented which lead allegedly migrated so this report will reference both lots. The explanted lead was returned to ans for analysis. No further info is available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is cut about 13 cm from the stimulation end. Lead passes all functional tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.